Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Non conformance review was performed, no nonconformances were identified for this part (251723)-lot (l918855) number combination. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not available.

Event description:
It was reported by the affiliate via cst that their two ideal suture grasper 60 deg were opened which were malfunction during the shoulder repair surgery. The case was completed by opening another one without any patient harm or delay. It was unknown about fragment generation and medical intervention requirements. Additional information received on 01/16/2019 stating the devices malfunctioned because the graspers were bent and could not grab the sutures.